Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. Pt reported they met the manufacturer representative (rep) at their doctor's office who performed many steps on their pad to fix the issue. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient received a message stating "settings not available cannot provide your desired intensity settings." The patient was unable to adjust stimulation in group a but could adjust stimulation in groups b and c. The issue with the controller was not resolved during the call, and the patient was redirected to their healthcare provider for further assistance. Patient repeated how their group a is still not working, and they have an appointment with their healthcare provider on friday to address the issue. A rep called in and stated that they just met with pt and they have an update to the reference letter pt received - rep stated that the electrode impedance on electrode #5 is 37,100 causing inability to program. Rep resolved by programming around that electrode avoiding the high impedance electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.